Event description:
I had a lap-band for almost 3 years. I had continuous port pain and indigestion. In (B)(6) 2014 I lost all restriction from the band and it was discovered it had a leak. I was a cash pt that was never told how often this happens. I was told this was a lifetime device. I could not afford another surgery. I traveled to (B)(6) and had it removed in surgery last week. The surgeon said there was a ton of scar tissue and my esophagus was pushed up inside my body. The surgeon that placed it had sutured parts of my stomach up around the lap-band. I have all my surgeons reports.